Event description:
It was reported that an interlink continu-flo solution set had a leak. The location of the leak was at the hub where the extension set meets the luer lock of the primary set. This was found during a computed tomography scan procedure; contrast solution was being infused. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.